Manufacturer narrative:
Technical services discussed troubleshooting techniques. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the field indicating an invasive procedure was performed. It was found that the connection between the device and lead was loose. The lead was reseated in the device header and acceptable measurements were obtained. The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received indicating noise continued to be observed which was oversensed and resulted in inappropriate anti-tachycardia pacing (atp) and shocks. An invasive procedure was performed and the lead was found to have an insulation abrasion exposing the coils. The lead was capped and replaced. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited shock impedance measurements greater than 125 ohms. Noise resulting in nonsustained ventricular tachycardia episodes were observed. No shocks were delivered due to the noise, however three to five second pauses were noted. The patient is not pacer dependent and no adverse patient effects were reported.